Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The sizes of the air bubbles are 1 cm. The air bubbles occurred after 2 hours. The insulin was stored at room temperature. The reservoir was not returned for analysis.